Manufacturer narrative:
After further review and investigation, with confirmation received from the customer, the reported touchscreen issue in this record has been reported under MFR report number 2518422-2025-044606. This has been identified as a duplicate/continuation of the previously reported touchscreen issue. Therefore, this report is being redacted. All investigation and reporting activities will be performed and documented under MFR report number 2518422-2025-044606.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touch panel was bad. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse found that the touchscreen needed to be replaced for repair. A service proposal was sent to the customer for approval.